Event description:
It was reported that the bhw guide wire was positioned across a left subclavian stenosis using a brachial approach through a 6 french sheath. The sheath was then exchanged for a long 6 french sheath. During the exchange as the long sheath was inserted, the guide wire broke leaving a significant length inside the pt. The detached segment was removed by surgical cutdown to the brachial artery.